Event description:
Per complaint (B)(4), a patient's failing dental implant was treated with radiofrequency ablation. The implant was removed 2 months after placement due to peri-implantitis. Fenestration on the buccal bone was confirmed through computed tomography. An allograft was performed.

Manufacturer narrative:
Follow-up submitted to report device evaluation and provide corrections to original report. Updated for report submission date, corrected description to notate implant was only placed for 2 months and updated to report device evaluation results. Corrected for device catalog, lot, expiration and UDI number, implant date and explant date. Updated for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and corrected for device manufacture date. Updated method, result and conclusion codes and for device inspection.

Event description:
Per complaint (B)(4), a patient's failing dental implant was treated with radiofrequency ablation. The implant was removed four years after placement due to peri-implantitis. Fenestration on the buccal bone was confirmed through computed tomography. An allograft was performed.